Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape the third arm drape recognition error had occurred repeatedly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified on the drape ring (above the drive). Troubleshooting was successful, and the procedure proceeded after the drape was replaced.